Event description:
It was reported unknown problem with the pump. Start volume = 100 ml rate: 2.2 ml/hr. When patient returned to the clinic the treatment was done. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.